Manufacturer narrative:
Investigation ¿ evaluation: the complaint device has not been returned therefore, a physical examination could not be performed; however, a document based investigation has been performed. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record for the product/lot was unable to be reviewed as the lot number has not been provided. A review of complaint history for the product/lot could not be performed without having the associated lot number. There is no evidence to suggest the product was not made to specifications. The definitive root cause of this device issue could not be determined and no conclusion can be drawn. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The user facility reported, the soft-trans embryo transfer catheter was flushed with clear media but the fluid came out yellow. The catheter was not used. As indicated in complaint report, there was no patient injury or death related to this device issue. The device was not used on the patient. Requests have been made for additional patient, product and event detail but response has not been received to date.